Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) checked and found that the unit is working on ac mains and battery. But the battery back-up is less than 30 minutes. Unit needs replacement of sealed lead battery. Unit is handed over to the customer in the same condition.

Event description:
It was reported that before use during routine check by end user, the cs300 intra aortic balloon pump (iabp) was showing poor battery backup. There was no patient involvement.